Event description:
It was reported that the user was unable to twist a connector onto the device despite correct positioning, and the issue resolved when a new connector was used. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no alarms. Investigation included troubleshooting by guiding the user through replacing the connector and confirming proper attachment with the replacement. Investigation of this case revealed that the original connector did not engage as intended, and the replacement connector functioned normally, indicating a probable isolated connector fit or defect. It was concluded, based on previously established findings for similar reports, that the cause was a component issue with the initial connector.